Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 350cc silicone prosthesis experienced slime in throat, sinus problem, occasional sever chapped lips, left hand tingle, pain under breast, joint pain, hair loss, anxiety, dry scalp, sores inside the nose, memory problem, sever chapped lips, and stay tired, post procedure. Patient had CT scan on her head for memory loss. Mentor has not received any diagnosis as of this report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.